Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: thoracic. According to the reporter: after firing, the device could not be released from tissue. Additional resection of tissue was required. Tissue resection was under 3 cm. Another device was used to complete the case. Additional oozing/bleeding was under 200cc.